Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
End user reports notch and coude tip miss alignment, caused bleeding event once. He states in his box of catheters he has found 1 he attempted to use that was very misaligned at about 90 degree angle off alignment stating that "notch was at the 3 o clock position" on the funnel compared to the coude tip. He said in his box of catheters he has found 1 he attempted to use that was very misaligned at about 90 degree angle off alignment stating that "notch was at the 3 o clock position" on the funnel compared to the coude tip. He did not force it in and tried later on with a different catheter that was not misaligned and was able to drain and get it in easy as usual for him. He said he found 4 more that were not aligned quite right in this box but not as off - he said these notches were only misaligned slightly "like at the 1 or 2 o clock" positions. He said now he checks them prior and makes adjustments accordingly so the coude tip is upwards and this way it goes in easy if they are just a little off. He used those without concern. He denied any that were misaligned in being bent, kinked or twisted in the box in any way he said they were all straight just not aligned correctly when looking at tip and funnel notch. No additional information was provided.

Manufacturer narrative:
No sample or picture was provided. Batch record review was conducted resulting in following: urinary catheter in question was packed under sap material ID 1718777 - gentlecath glide tmnn ch14 (1x30pk) us and manufacturing lot#3d02702 in amount 198000 pieces in may 2023. Catheters were packed on packaging machine p009. There were packed 2 lots - 3d01983 (manufactured on machine a097) and 3c06306 (manufactured on machine a116). According to process instruction g805311 v.25.0 production of hydrophilic tpe low-fric catheters, section 5.12.15 the indicator on the connector must be positioned correctly depending on the orientation of the bent end of the tubing. The orientation of the connector must be in accordance with the drawing and instruction. The check is carried out in accordance with tm-422 v.1.0. The results are recorded on g8053111 form 3. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing or sterilization process of the mentioned lot. No similar complaint was registered on this lot and issue. The batch record review indicates no discrepancies. Raw catheters were produced at machine a097. Machine a097 is equipped by vision system. The key point for installation and setting vision system is to provide a control of all catheters focus on catheters failure: position of connector indicator and bent tip of catheter. Because the defect was also confirmed on glide tiemann catheters based on received samples within previously reported complaints therefore, the investigation process has been started under related event (B)(4), in new module registered under # CAPA 1672354, to find out a root cause. Investigation conclusion is that the most significant influence of on catheter twisting has the shape memory gained during winding of the tube on the bobbin after extrusion in combination with ability and disability of catheter tube to relax during further processes and after catheter packing. Recommendation is to assess the change of the process the way that catheters would be cut after extrusion and pre-cut introduced to conversion process in order to avoid bobbin related shape gain and to allow relaxation of tube prior to catheter conversion. This however may be long term solution. Tightening of tolerances for inspection of tiemann tip catheters by high-speed vision system is recommended. Data analysis based on production and set the right offset of angle and tightening of tolerances for tip/funnel indicator control during the catheter conversion was carried out. Tightening tolerances for tip/funnel indicator control on machines a097 and a116 for gc glide was set up in (B)(6) 2023. Tolerances tightened from -30°÷30° to -20÷20°. Lot in question was produced before the correction has been implemented. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process, sop-000741. No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.